Event description:
It was reported that during implant attempt, the helix would not extend or retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the helix would not extend or retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant. Lead insulation was cut with a scalpel at 63.5cm and 57cm to inject alcohol to remove stylet from the distal coil which was stuck due to dried blood. Was not able to remove stylet. Helix will not extend and retract at this time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.